Event description:
Customer reported two weeks prior to her call to customer service on (B)(6) 2011 that she started having symptoms and then she took her blood glucose using her adc blood glucose meter and she received a reading of 91 mg/dl. Customer further reported having symptoms of "weird feeling, blurred vision, not feeling good, and loss of consciousness". Her place of employment called the paramedics and approximately 15-20 minutes later, they received a reading of 61 mg/dl using the hcp meter. Customer was treated on the scene with glucose gel. Customer was transported to the hospital where she was diagnosed with hypoglycemia and was treated with glucose IV followed by juice and crackers. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (48834) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the medical event occurred is unknown.